Event description:
The customer reported being hospitalized with low blood glucose. The caller stated that the drive support cap appears normal. The customer mentioned having the flu, cellulitis, and foot surgery, which may have caused her glucose level to drop. Troubleshooting was declined as customer stated that she knows the insulin pump was not the cause of her low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.